Event description:
A review of service data detected a reportable problem. During servicing, monitor sn: (B)(4) had intermittent response buttons. The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation of monitor sn: (B)(4) has been completed. Upon evaluation the monitor's rear response button was not working. The button switch was found to be defective. The root cause for the defective response button switch could not be positively identified. No adverse event resulted from the defective monitor. The last patient to use this monitor did not report any deficiencies.